Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "liner and patella replacement due to [right] knee being tight." A 6x9 cs insert and 10mm a32 patella were implanted.